Event description:
The hospital reported that prior to the endoscopic vein harvesting procedure they noticed that the t.w. Power supply knob was missing. The procedure continued with the same device, they were able to turn the knob to a setting that was feasible for the procedure but with no knob they weren't fully sure of the exact setting it was on. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.